Event description:
On (B) (4) 2010, the pt reported he dropped his insulin infusion device into water about 4-5 hours ago. He stated he immediately removed his device and dried it off. He said his blood glucose readings since the incident are elevated and measured 471 mg/dl and 428 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.